Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 13 february 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint.a review of the device history record was completed for batch# 9273262. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications (B)(4) noted that did not pertain to the complaint.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had liquid coming out of the needles before drawing insulin. This was discovered during use. The following information was provided by the initial reporter: material no: 328468 batch no: 9252463, 9273262. Verbatim: issue(s): finding liquid coming out of the needles when she gets ready to draw up insulin or pressing the plunger to the top of syringe before drawing up insulin. Consumer is recent to using bd products was using another company's syringes prior to these.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9252463, medical device expiration date: 2024-09-30, device manufacture date: 2019-09-09. Medical device lot #: 9273262, medical device expiration date: 2024-10-31, device manufacture date: 2019-09-30. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had liquid coming out of the needles before drawing insulin. This was discovered during use. The following information was provided by the initial reporter: material no: 328468 batch no: 9252463, 9273262. Verbatim: issue(s): finding liquid coming out of the needles when she gets ready to draw up insulin or pressing the plunger to the top of syringe before drawing up insulin. Consumer is recent to using bd products was using another company's syringes prior to these.